Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. Currently, the device remains implanted, therefore, no device evaluation is expected.

Event description:
In 2009 - pt underwent hernia repair with mesh implant. Pt presented 3 weeks post-implant with superficial surgical incision infection and cellulitis. Wound culture was positive for e-coli and proteus. Pt treated with antibiotic therapy flagyl and zosyn. Increased drainage and wound infection progressed. The surgeon performed an incision and debridement, where he found pus pockets on top of the mesh. There was necrotic tissue on the abdominal wall and this was debrided. At the end of the procedure, the wound was left open, with a packing dressing. The surgeon reported he does not wish to explant the mesh as this would result in a very large defect and would be an extensive procedure for the pt to undergo.